Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, the physician noted that the device was in back-up vvi mode. The device was reprogrammed successfully. The patient was stable.